Event description:
It was reported that a spectrum pump has a constant door not fully latched message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received the device and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.